Event description:
The customer reported that the 9800 system had a low milliamps error and a charger failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced and the high voltage cable was cleaned and regreased during the service call. No additional info was provided.